Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f704 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f704 for the reported complaint issue shows no trends. Trends were reviewed for complaint category,centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report centrifuge bowl leak/break. The customer reports a blood leak in the centrifuge during a treatment. The leak occurred at the end of cycle 1, during buffy coat collection. The customer observed a thin streak of blood at the top of the centrifuge wall from the top seal of the bowl. The customer did not see a leak under the bowl ring. The customer stated the patient was in stable condition and was not affected. The kit was discarded and no photographs were taken.